Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver showed a "change sensor" alert one day after insertion. Data was not available for evaluation. Confirmation of the reported sensor change alert one day after insertion and a root cause could not be determined. No additional event or patient information is available.